Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height cubie auxiliary drawer 2.1 pocket d1 failed. A technical support specialist (tss) logged in to the station and, from the home screen, selected recover storage space. The tss selected the failed storage space and clicked start, assisting the customer in recovering cubie pocket d1 and confirming that the recovery was successful. The customer was advised to dispense the medication needed, and the customer was able to do so successfully. The tss verified that everything was functioning properly again, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie pocket d1 from drawer 2.1 failed and required maintenance. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.